Event description:
It was reported that error 382 (event_electronics_error cs: internal temperature sensor defective - safe state) occurred during operation. The device then failed completely. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the incoming inspection, the issue described by the customer could not be confirmed. The technician was unable to duplicate the customer reason for return. Error 382 is not present in the log. According to the log file, the last activation of the unit was on (B)(6) 2025. However, there are different other error codes documented in the log file as well as shown during inspection on the device: error message 321: sensor deviation error message 325: ps flow sensor is defective error message 240: cs/ps hardware is nor recognized. Further issues, independent from the reported issue, were found: the o-ring of fuse holder is bridle and the chassis is mechanically damaged. However, there are different other error codes documented in the log file as well as shown during inspection on the device and are concerning the correct work of the unit. All error codes are related to the sensors. Therefore, the cause of the issue is determined to a component failure of the flow sensors. This event is filed under internal complaint (B)(4).